Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of bullae on a video assisted thoracoscopic wedge resection, the surgeon was able to press the green button, but the device only fired 2 or 3 pins and formed 1 or two pins resulting in an incomplete and poor staple line. It was also stated that the articulating knob as broken. They used new cartridges and stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.